Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) of 340mg/dl with extreme thirst and excess urination associated with a loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the loss of prime issue occurred multiple times. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a recurring loss of prime issue.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the black box indicated multiple loss of prime warnings occurred on (B)(6) 2016 at 16:27; deliveries resumed at 16:33. Another loss of prime warning occurred at 17:03 and deliveries resumed at 17:15. Another loss of prime warning was recorded at 20:45 and deliveries resumed at 20:51. The black box indicated two no cartridge detected warnings on (B)(6) 2016 at 14:27 and 14:33. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The pump cover was removed and no defects were found to the force sensor circuit. The force sensor calibration was tested and was found to be within required specifications. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).